Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the product leaked was confirmed. Functional testing was performed. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause that the product leaked was not determined.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.